Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product involved with this complaint to perform failure analysis (fa). The lamp module was analyzed and the reported failure could not be reproduced. The lamp module was placed in the in-house system. The lamp module was installed in the in-house system. The light turned on and stayed on during testing. No product issue was identified. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the lamp module shut down by itself. The lamp module was removed and replaced with a backup. Following this, the procedure was continued and completed with no further issues. No known impact or patient consequence was reported.